Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast augmentation surgery with two 375cc mentor memorygel breast implants experienced bilateral rupture complicated by granuloma formation on the left side post procedure. As a result, the patient underwent bilateral explantation and replacement with two 415cc mentor memorygel breast implants on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 20, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 375cc breast implant had an area of siltex cracking on the anterior view. In addition, two tears (a and b) were noted on the anterior view and both within the siltex cracking measuring approximately 3.1 cm and 1.6 cm, respectively. The evaluation determined that the cause of both ruptures is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).